Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for carotid stent placement, the physician experienced resistance/friction during delivery of the angioguard 5 mm embolic protection device with the guidewire (unk) used for the procedure. After the protection device was placed, he took the precise stent for placement but the stent deployed prematurely outside of the patient's body prior to insertion. The stent was not clinically used in the patient. Another precise stent was used to complete the procedure successfully. There was no reported patient injury. Additional information obtained indicated the following: the product was inspected prior to use and appeared to be normal. The product was store properly according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm the black-dotted pattern with a grey background was clearly visible. There was no difficulty flushing the stopcock or flushing stent delivery system (sds). The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The delivery of the stent delivery system (sds) was to the contralateral side. The lesion was pre-dilated with an amiia balloon catheter/details unk. No additional information was available including patient demographics or target lesion characteristics.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.